Manufacturer narrative:
Additional information was added in f10/h6: component codes (add code), h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked when the tubing separated from the ¿hub¿. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.